Manufacturer narrative:
(B)(4).the sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 21 of 24 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 21 of 24. The caregiver explained she saw some leakage under one of the supply bags connected. Gts had the caregiver cycle power twice to the press go to start prompt. Gts then had the caregiver disconnect the patient and remove the supplies to discard them. Gts explained the error indicated a large amount of air had entered into the disposable set, and advised the caregiver to notify the patient's nurse. No injury or medical intervention was reported.